Event description:
It was reported that during an interrogation session that the day cycling parameters receded by 30 minutes since (B)(6) 2010 interrogation session (start time changed from 8:00 to 7:30; stop time changed from 22:00 to 21:30). At the (B)(6) 2010 interrogation session it was observed that the day cycling parameters increased by 30 minutes during the interrogation (start time changed from 8:00 to 8:30; stop time changed from 22:00 to 22:30). It was also noted that the day cycling parameters receded by 30 minutes since the (B)(6) 2010 interrogation session (start time changed from 8:00 to 7:30; stop time changed from 22:00 to 21:30). The neurostimulator was reprogrammed with the patient outcome reported as recovered without sequelae. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Lead model unknown serial #(B)(4) implanted: (B)(6) 2009 explanted: na; extension model 7482a51 implanted: (B)(6) 2009 explanted: na; neurostimulator model 7428 serial #(B)(4) implanted: (B)(6) 2010 explanted: na; lead model unknown serial #(B)(4) implanted: (B)(6) 2009 explanted: na; extension model 7482a51 serial # (B)(4) implanted: (B)(6) 2009 explanted: na. Note: this device was in a clinical trial (FDA doc control #(B)(4)).